Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were provided and reviewed by a depuy medical professional. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. Reports indicated that the patient had anterior knee pain and the surgeon indicated patellofemoral arthritis pain. This could not be confirmed at this time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Provided information stated the surgeon suspected the knee pain was most likely to be a result of patello femoral arthritis rather than any failure of the implant. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision left total knee replacement and patella resurfacing performed on 11 (B)(6) 2014 at sportsmed sa. Original surgery was done on (B)(6) 2013 (same surgeon and hospital). Reason for revision: anterior knee pain and suspected loosening, however surgeon confirmed that during the revision the tibial component was solid. Tibial component and insert were revised and a patella was added to the construct. Original surgery notes and implant records are available. Prosthesis record of revision components is also available. Patient initials (B)(6), female, dob (B)(6) 1962.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.